Manufacturer narrative:
The na electrode lot number is v90 with an expiration date of 23-feb-2025. The customer noted the qc was out of range after the event. After recalibration the qc was acceptable. The alarm trace contained sample probe: abnormal aspiration errors, which are indicators of possible poor sample quality. The field service representative found the lifetime threshold for the syringe seal had been reached. He replaced the syringe seals and sample probe, performed a reagent flow path wash, inspected and cleaned the sonic wash station, and performed checks, tests, qc, and calibration. The results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for approximately >10 patient samples on a cobas pro ise analytical unit. Two examples were provided. Patient 1: the initial na result was 148 mmol/l. The repeated result was 139 mmol/l. Patient 2: the initial na result was 151 mmol/l. The repeated result was 141 mmol/l. This result was obtained on another analyzer. The questionable results were not reported outside the laboratory. The repeated results were believed to be correct. The samples were repeated because the customer noticed multiple na and cl results were higher than expected.